Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level between over 400 mg/dl- over 500 mg/dl with ketones of an unspecified size. Cause was unknown. Customer was treated with intravenous fluids and insulin to address the elevated bg. Customer did not remember the dates of admission nor release, however, treatment resolved the issue and no permanent damage was identified. No further information could be obtained.